Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Beginning (B)(6) 2015, there were ventricular sics up to 17. There were episodes of non-sustained ventricular tachycardia (nsvts) with evidence of lead noise oversensing observed on electrograms (egms). During the week of (B)(4) 2014, right ventricular (rv) defibrillation and superior vena cava (svc) defibrillation impedance both spiked up and returned to a steady trend. Analysis of the device memory indicated the rv lead integrity alert (lia) was triggered. The lia occurred on (B)(6) 2015 for sic greater than 30 in three days and two or more high rate non-sustained tachycardia (nst) episodes. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the physician attempted to cardiovert the patient via the right ventricular (rv) lead and was unsuccessful. The patient had to be cardioverted via an external paddle. Interrogation of the lead shows short interval counts and non-sustained ventricular tachycardia (nsvt) that appeared to be noise. The interrogation also showed low shock impedance and no high voltage energy was delivered to the patient. The lead is suspect of insulation damage. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.